Manufacturer narrative:
Correction g3 in the initial report should have been oct 4, 2023, not oct 5, 2023, as submitted.

Manufacturer narrative:
The reported events of no output, device in backup mode and inability to interrogate were confirmed. The device was received with no output and no telemetry. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker went into back-up vvi mode, had no output and failed to be interrogated. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.